Manufacturer narrative:
H3) ) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method 10 is associated with this analysis eval code result 104 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and the navigation system were connected and 3d images were taken, but the images were not transferred to the navigation system and [nav] was not displayed next to the image on the imaging system as well. 3d images were taken twice on that day. The first time, the images were transferred to navigation system and could be used without any issue. The issue occurred the second time, both the imaging system and navigation system were discontinued and the procedure was completed without further issue. The manufacturer representative went to the site and an operation test was performed during the visit, 3d images could be taken normally and transferred to navigation system without any issue. There was less than an hour delay in the procedure. No impact on patient outcome.